Event description:
Customer reported that the insulin pump returned a battery out limit. Troubleshooting showed that the insulin pump was functioning properly. Blood glucose level was 498 mg/dl at the time of the call, and went down to 445 mg/dl by the end of the call. Customer treated with a bolus. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.